Manufacturer narrative:
(B)(4). The customer reported that client informs that the unit intermittently fails to charge and that the unit would not deliver a shock. There was no report of patient involvement. Philips went to the customer site and the failure was verified. It was determined that the paddles had failed. The customer was provided with the price and the part number for replacing the paddle set. We will consider this a failure of the paddle set.

Event description:
The customer reported that client informs that the unit intermittently fails to charge and that the unit would not deliver a shock. There was no report of patient involvement.